Event description:
The customer reported being in the emergency room due to high blood glucose, vomiting, and upset stomach. The blood glucose reading at time of her admission was 519mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime and the insulin did exit. Time and date were incorrect. Assisted the caller with correcting them. Once the customer received the tubing clamp, the high pressure was performed and passed. Advised the caller that the insulin pump is functioning as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.